Event description:
International affiliate reports that during surgery, the threads of two expedium si set screws and on mis single inner set screw were torn from the implants. The difficulty did not result in any adverse consequences to the patient and there was no significant delay. See mfg medwatch report# 1526439-2013-28635 for the second expedium si set screw that was involved in this event. See mfg medwatch report# 1526439-2013-28636 for the mis si set screw that was involved in this event.

Manufacturer narrative:
A follow up report will be file dupon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned single inner set screw noted that the threads were sheared off but still attached. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. The root cause of the thread stripping cannot positively be determined as there is insufficient information to draw any conclusions. However, the stripping of the screw threads is most likely indicative of inadvertent cross threading having occurred during screw tightening. No corrective action/preventive action is required as there has been no issues identified in the manufacturing or release of these devices, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.